Event description:
Information received indicates the bed drifts into the trendelenburg position.

Manufacturer narrative:
Hill-rom technical support recommended that the facilities biomedical engineer replace the trend gas springs. The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.